Event description:
Boston scientific received information that this lead was surgically abandoned due to high impedance and threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the pacing impedance measurements on the right ventricular (rv) lead have gradually increased from 900 to greater than 2000 ohms over the past few months. It was noted that the threshold measurements also increased slightly. Boston scientific technical services (ts) suspected that the observation was a result of calcium deposits on the lead tip/tissue interface. No adverse patient effects were reported.